Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not run the application. Analysis of the system log file showed that there was a malfunction with the flexvision pc. During troubleshooting, the fse found that there was a problem with the flex pan and the power supply of the flexvision pc was defective. The fse replaced the power supply of the flexvision pc. After replacement of the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system cannot run the application. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.